Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), fallopian tube perforation ('fallopian tube perforation'), uterine leiomyoma ('uterine fibroid'), neoplasm ('tumor') and cyst ('cysts') in a 33-year-old female patient who had essure (batch no. 627311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included gravida and multiparous. Concurrent conditions included dysfunctional uterine bleeding, placental polyp, syncope, dizziness, headache, adnexa uteri pain, endometrial thickening, vomiting, anorexia and acute gastritis. Concomitant products included caffeine;paracetamol (excedrin aspirin free) since 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("pain, abdominal pain"), back pain ("pain, lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and pelvic pain ("pelvic pain"), 13 days after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2017, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), dermatitis allergic ("allergic rash"), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), visual impairment ("vision problems"), bacterial infection ("bacterial infections"), loss of consciousness ("loss of consciousness"), fatigue ("fatigue") and cyst (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), neoplasm (seriousness criterion medically significant), weight increased ("weight gain") and benign neoplasm ("small benign tumor"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2019). Essure treatment was not changed. At the time of the report, the menorrhagia, fallopian tube perforation, menstrual disorder, abdominal pain, back pain, vaginal haemorrhage, uterine leiomyoma, nausea, depression, anxiety, migraine, headache, pelvic pain, dysmenorrhoea, dermatitis allergic, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, neoplasm, weight increased, visual impairment, bacterial infection, loss of consciousness, fatigue, cyst, benign neoplasm and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, benign neoplasm, bladder disorder, cyst, depression, dermatitis allergic, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, loss of consciousness, menorrhagia, menstrual disorder, migraine, nausea, neoplasm, pelvic pain, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date 01aug2008. Patient received treatment for- dysmenorrhea, back pain, rash/skin condition, bladder problems, uti, vaginal infection, vaginal discharge, bladder problems, uti, vaginal infection, vaginal discharge, vision problems, weight gain, bacterial infections and loss of consciousness. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: size. Lungs are expanded and clear. No infiltrate or effusion. Mediastinal contours bony thorax and pulmonary vessels are normal. Flat and upright views the abdomen demonstrate a normal gas pattern. No free air or bowel obstruction. Tubal closure devices are seen in both adnexal regions. Imaged bony spine and pelvis are normal.. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, menorrhagia, uterine fibroid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-dec-2019: plaintiff fact sheet and medical records were received. Events per pfs: cysts, small benign tumor and lower abdominal pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), fallopian tube perforation ('fallopian tube perforation'), uterine leiomyoma ('uterine fibroid'), neoplasm ('tumor') and cyst ('cysts') in a 33-year-old female patient who had essure (batch no. 627311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included gravida and multiparous. Concurrent conditions included dysfunctional uterine bleeding, placental polyp, syncope, dizziness, headache, adnexa uteri pain, endometrial thickening, vomiting, anorexia and acute gastritis. Concomitant products included caffeine;paracetamol (excedrin aspirin free) since 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("pain, abdominal pain"), back pain ("pain, lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and pelvic pain ("pelvic pain"), 13 days after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2017, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), dermatitis allergic ("allergic rash"), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), visual impairment ("vision problems"), bacterial infection ("bacterial infections"), loss of consciousness ("loss of consciousness"), fatigue ("fatigue") and cyst (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), neoplasm (seriousness criterion medically significant), weight increased ("weight gain") and benign neoplasm ("small benign tumor"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2019). Essure treatment was not changed. At the time of the report, the menorrhagia, fallopian tube perforation, menstrual disorder, abdominal pain, back pain, vaginal haemorrhage, uterine leiomyoma, nausea, depression, anxiety, migraine, headache, pelvic pain, dysmenorrhoea, dermatitis allergic, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, neoplasm, weight increased, visual impairment, bacterial infection, loss of consciousness, fatigue, cyst, benign neoplasm and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, benign neoplasm, bladder disorder, cyst, depression, dermatitis allergic, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, loss of consciousness, menorrhagia, menstrual disorder, migraine, nausea, neoplasm, pelvic pain, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2008. Patient received treatment for- dysmenorrhea, back pain, rash/skin condition, bladder problems, uti, vaginal infection, vaginal discharge, bladder problems, uti, vaginal infection, vaginal discharge, vision problems, weight gain, bacterial infections and loss of consciousness, pelvic pain , abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: size. Lungs are expanded and clear. No infiltrate or effusion. Mediastinal contours bony thorax and pulmonary vessels are normal. Flat and upright views the abdomen demonstrate a normal gas pattern. No free air or bowel obstruction. Tubal closure devices are seen in both adnexal regions. Imaged bony spine and pelvis are normal.. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, menorrhagia, uterine fibroid lot number: 627311, manufacturing date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), fallopian tube perforation ('fallopian tube perforation'), uterine leiomyoma ('uterine fibroid'), neoplasm ('tumor') and cyst ('cysts') in a 33-year-old female patient who had essure (batch no. 627311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included gravida and multiparous. Concurrent conditions included dysfunctional uterine bleeding, placental polyp, syncope, dizziness, headache, adnexa uteri pain, endometrial thickening, vomiting, anorexia and acute gastritis. Concomitant products included caffeine;paracetamol (excedrin aspirin free) since 2016. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("pain, abdominal pain"), back pain ("pain, lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and pelvic pain ("pelvic pain"), 13 days after insertion of essure. On (B)(6)2008, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"). In (B)(6)2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain lower ("lower abdominal pain"). In (B)(6)2017, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), dermatitis allergic ("allergic rash"), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), visual impairment ("vision problems"), bacterial infection ("bacterial infections"), loss of consciousness ("loss of consciousness"), fatigue ("fatigue") and cyst (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), neoplasm (seriousness criterion medically significant), weight increased ("weight gain") and benign neoplasm ("small benign tumor"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6)2019). Essure treatment was not changed. At the time of the report, the menorrhagia, fallopian tube perforation, menstrual disorder, abdominal pain, back pain, vaginal haemorrhage, uterine leiomyoma, nausea, depression, anxiety, migraine, headache, pelvic pain, dysmenorrhoea, dermatitis allergic, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, neoplasm, weight increased, visual impairment, bacterial infection, loss of consciousness, fatigue, cyst, benign neoplasm and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, benign neoplasm, bladder disorder, cyst, depression, dermatitis allergic, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, loss of consciousness, menorrhagia, menstrual disorder, migraine, nausea, neoplasm, pelvic pain, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6)2008. Patient received treatment for- dysmenorrhea, back pain, rash/skin condition, bladder problems, uti, vaginal infection, vaginal discharge, bladder problems, uti, vaginal infection, vaginal discharge, vision problems, weight gain, bacterial infections and loss of consciousness. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: size. Lungs are expanded and clear. No infiltrate or effusion. Mediastinal contours bony thorax and pulmonary vessels are normal. Flat and upright views the abdomen demonstrate a normal gas pattern. No free air or bowel obstruction. Tubal closure devices are seen in both adnexal regions. Imaged bony spine and pelvis are normal.. Hysterosalpingogram - in (B)(6)2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, menorrhagia, uterine fibroid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: plaintiff fact sheet and medical records were received. Events per pfs: cysts, small benign tumor and lower abdominal pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), fallopian tube perforation ('fallopian tube perforation'), uterine leiomyoma ('uterine fibroid'), neoplasm ('tumor') and cyst ('cysts') in a 33-year-old female patient who had essure (batch no. 627311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included gravida and multiparous. Concurrent conditions included dysfunctional uterine bleeding, placental polyp, syncope, dizziness, headache, adnexa uteri pain, endometrial thickening, vomiting, anorexia and acute gastritis. Concomitant products included caffeine;paracetamol (excedrin aspirin free) since 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("pain, abdominal pain"), back pain ("pain, lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and pelvic pain ("pelvic pain"), 13 days after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2017, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), dermatitis allergic ("allergic rash"), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), visual impairment ("vision problems"), bacterial infection ("bacterial infections"), loss of consciousness ("loss of consciousness"), fatigue ("fatigue") and cyst (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), neoplasm (seriousness criterion medically significant), weight increased ("weight gain") and benign neoplasm ("small benign tumor"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2019). Essure treatment was not changed. At the time of the report, the menorrhagia, fallopian tube perforation, menstrual disorder, abdominal pain, back pain, vaginal haemorrhage, uterine leiomyoma, nausea, depression, anxiety, migraine, headache, pelvic pain, dysmenorrhoea, dermatitis allergic, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, neoplasm, weight increased, visual impairment, bacterial infection, loss of consciousness, fatigue, cyst, benign neoplasm and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, benign neoplasm, bladder disorder, cyst, depression, dermatitis allergic, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, loss of consciousness, menorrhagia, menstrual disorder, migraine, nausea, neoplasm, pelvic pain, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2008. Patient received treatment for- dysmenorrhea, back pain, rash/skin condition, bladder problems, uti, vaginal infection, vaginal discharge, bladder problems, uti, vaginal infection, vaginal discharge, vision problems, weight gain, bacterial infections and loss of consciousness. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: size. Lungs are expanded and clear. No infiltrate or effusion. Mediastinal contours bony thorax and pulmonary vessels are normal. Flat and upright views the abdomen demonstrate a normal gas pattern. No free air or bowel obstruction. Tubal closure devices are seen in both adnexal regions. Imaged bony spine and pelvis are normal.. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, menorrhagia, uterine fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: plaintiff fact sheet and medical records were received. Events per pfs: cysts, small benign tumor and lower abdominal pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), menstrual disorder ('menstrual bleeding') and loss of consciousness ('loss of consciousness') in a (B)(6) year old female patient who had essure (batch no. 627311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included gravida and multiparous. Concurrent conditions included dysfunctional uterine bleeding, placental polyp, syncope, dizziness, headache, adnexa uteri pain and endometrial thickening. Concomitant products included caffeine;paracetamol (excedrin aspirin free) since 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced abdominal pain ("pain, abdominal pain"), back pain ("pain, lower back pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and pelvic pain ("pelvic pain"), 13 days after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menstrual disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), dermatitis allergic ("allergic rash"), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), visual impairment ("vision problems"), bacterial infection ("bacterial infections"), loss of consciousness (seriousness criterion medically significant) and fatigue ("fatigue") and was found to have uterine leiomyoma ("uterine fibroid"), hormone level abnormal ("hormonal changes"), neoplasm ("tumor") and weight increased ("weight gain"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menstrual disorder, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, uterine leiomyoma, nausea, depression, anxiety, migraine, headache, pelvic pain, dysmenorrhoea, dermatitis allergic, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, neoplasm, weight increased, visual impairment, bacterial infection, loss of consciousness and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial infection, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, loss of consciousness, menorrhagia, menstrual disorder, migraine, nausea, neoplasm, pelvic pain, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2008. Patient received treatment for- dysmenorrhea, back pain, rash/skin condition, bladder problems, uti, vaginal infection, vaginal discharge, bladder problems, uti, vaginal infection, vaginal discharge, vision problems, weight gain, bacterial infections and loss of consciousness. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on an unknown date: results: lungs are expanded and clear. No infiltrate. Diagnostic results: on an unknown date, abdominal/kub x-ray, findings: size. Lungs are expanded and clear. No infiltrate or effusion. Mediastinal contours bony thorax and pulmonary vessels are normal. Flat and upright views the abdomen demonstrate a normal gas pattern. No free air or bowel obstruction. Tubal closure devices are seen in both adnexal regions. Imaged bony spine and pelvis are normal. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, menorrhagia, uterine fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- event injury to herself removed and new events dysmenorrhea(cramping), allergic rash, fallopian tube perforation, bladder problem, urinary tract infection, vaginal infection, vaginal discharge, gi conditions, hair loss, dental problems, hormonal changes, tumor, weight gain, vision problems, bacterial infections and loss of consciousness, fatigue and essure confirmation test(s) essure confirmation test(s) not done were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.